Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearings were detached. The likely cause could not be determined. However, it was also noted that the leg was scratched, laser markings were faded and the color band was also faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: notified date used as date of event, as event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient impact in this event. Additional information received on evaluation that bearings were detached.